Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 280 mg/dl with abdominal pain/vomiting, polydypsia, nausea, symptoms of dehydration and rapid, deep breathing/shortness of breath and/or chest pain and an unspecified level of ketones associated with a power issue and damage to the pump. It was reported that the patient discontinued pump therapy, and self-treated with 12 units of insulin via syringe which brought their bg to 215 mg/dl. During troubleshooting with customer technical support (cts), it was reported that there was damage to the battery cap and moisture/corrosion observed inside the battery compartment. This complaint is being reported because the patient allegedly experienced hyperglycemia due to no power to the insulin pump.